Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection was performed. The reported condition of an 814:04 failure code was confirmed. The root cause could not be determined. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. A follow up report will be submitted if additional information becomes available.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump that experienced an 814:04. This event occurred during programming/setup in biomed service. Baxter quality engineering review of the event history determined this failure code interrupted delivery. The facility representative stated that there were no reports of patient involvement, patient injury or medical intervention. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.